Event description:
The customer reported the system would display an error when the customer tried to save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software. The system operates as intended.